Event description:
It was reported the event occurred in the emergency department with a subclavicular insertion. During insertion, the swg was difficult to advance into the vein due to kinking, and it was very hard to remove the swg. The swg was disassembled. The device was removed. There was a delay in treatment noted, but it is noted that the delay did not cause harm to the patient. There are no reported patient injuries, complications or death.

Manufacturer narrative:
(B)(4). Follow up report will be filed if additional information becomes available.